Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed no evidence of a short battery life. No moisture/corrosion was found in the battery compartment. No damage was found to the returned battery cap. The battery compartment was cracked below the bumper pad. The returned battery cap was able to fully tighten to the pump and power it on. The pump current draws were measured within the specification. The pump cover was removed to find no evidence of moisture or loose components inside the pump. The battery life complaint was unable to be duplicated during testing due to the data from the date of the complaint being overwritten.